Event description:
The customer alleges two sets of back to back results on his meter of: 335 mg/dl vs. 116 mg/dl and 180 mg/dl vs. 97 mg/dl. Controls were not run. No report of adverse event and the customer states there was no treatment or action taken on suspect results. Return requested and replacement was sent.